Event description:
It was reported that the patient experienced some heating, warming, and burning around the pump during a MRI. It also was reported that the pump felt like it was "jumping around". It was also reported that the patient experienced pain and vibration of the bowel during the MRI. The MRI was discontinued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer: model: 8835, serial# (B)(4); catheter: model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unknown. (B)(4).